Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the missing segment/partial display due to physical damage to the lcd glass. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the inside of the insulin pump screen was cracked, which caused an ink blob that obscured the display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display anomaly. The battery was changed but the partial display persisted. The insulin pump was returned for analysis.